Event description:
It was reported that the pump touchscreen was cracked and unresponsive. Reportedly, the pump was dropped against the hard surface. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.